Event description:
The patient reportedly experienced intermittency followed by loss of lock. External equipment was exchanged and programming adjustments were attempted however this did not resolve the issue. Testing confirmed that the patient¿s device was not functional. Surgery to explant the patient¿s device is to be scheduled.